Event description:
Seven weeks after implantation of 7.5 mm cannulated screw a revision with a hip endoprosthesis was necessary due to the breakage of the screw.

Manufacturer narrative:
The report from (B)(6) 2008, states that the use of a 7.5 mm was indicated to save the head of the proximal femur. Due to diseases of the pt the 7.5 mm screw failed which is a possible and usual behavior from the estimation of the surgeon.